Event description:
It was reported that the patient has experienced an increase amount of seizures and is no longer experiencing auras since generator replacement. The patient's mother reported that she felt that the new model generator has not been as effective as the patient's previous model generator. The mother indicated that the health care professional has been notified of the desire to have the patient undergo generator replacement surgery back to the previous model generator, but that device diagnostics with the current generator have been within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient's increased seizures are most likely unrelated to vns. Device diagnostics showed normal results. The patient's increased seizures are thought to be due to medication changes and the fact she just had a baby with significant hormonal changes. She is also reportedly under a lot of mental and physical stress. The patient is also not currently receiving the full therapy due to titration back to previous generator settings.